Manufacturer narrative:
The complaint indicated that the device will not be retunred for eval; a failure analysis is not available, and we are not able to determine the root cause of this event. The lot number is unknown; a review of the shop floor paperwork was not possible. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a vena cava filter placement procedure, the greenfield vena cava filter deployed outside of the pt's body. The physician had inserted the device into the femoral vein, but after examining the placement of the sheath, decided to remove the filters delivery catheter and reposition the sheath. While the physician removed the delivery catheter from the sheath, the filter prematurely deployed outside of the pt's body.